Event description:
It was reported that the patient was an acute myocardial infarction (ami) patient. The target lesion was the distal left anterior descending artery (lad) with mild tortuosity and mild calcification. Thrombosis was suctioned and the vision stent was advanced without pre-dilatation. No resistance was noted during advancement. The balloon ruptured at 6 atmospheres (atm). The stent delivery system (sds) was withdrawn without resistance, with the stent implant on the sds balloon. A xience prime was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance mg, guide cath: mach1 jl4.0. (B)(4): no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the multi-link vision instructions for use states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, there was no resistance noted during advancement, thus the lack of pre-dilatation of the lesion may not have contributed to the reported balloon rupture; however, this can not be conclusively determined.